Event description:
The lead was explanted due to low impedance, an increase in thresholds and a decrease in sensing.

Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported event. The electrical characteristics of the lead were found to be normal. Mechanical and visual analysis found that the helix was clogged with dried body fluid/tissue. Once the helix was cleaned, it was tested and found to funciton normally. Further analysis noted cuts in the leady insulation. This damage observed is consistent with that occurring at the time of implant/explant.